Event description:
It was reported by the hospital that, "following an MRI procedure, a nurse in the or noticed the patient has developed some form of skin irritation at the ECG electrode application sites."